Event description:
Case of alcl associated with ruptured silicone breast implant. Pt presented with gross infection in r breast 30 yrs following bilateral mastectomy reconstructions with silicone breast prostheses. Ruptured silicone implants removed successfully on both sides. Gross infection noted on r. Excess skin trimmed. Pathology on skin showed anaplastic large cell lymphoma associated with breast implant. Pt is demented, daughter states surgery sometime in early 1980's (further details unk) pt made full recovery from surgery. No plans for chemotherapy but pt's family reports weight loss over last year, and question of lesions seen in spleen/liver incidentally on CT scan in last 2 yrs - I never could locate the report. I have preop photos available. Unfortunately the implant was discarded, as far as I know. Implant was disintegrated.